Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensing and noise on the right ventricular (rv) and shock channels. Technical services (ts) discussed possible causes including electromagnetic interference (emi) and muscle noise. It was noted that the noise was able to be reproduced when patient crossed his left arm over his chest. A lead insulation issue was suspected, and ts recommended a chest x-ray to evaluate the lead. Additional information received indicated that lead revision was anticipated. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensing and noise on the right ventricular (rv) and shock channels. Technical services (ts) discussed possible causes including electromagnetic interference (emi) and muscle noise. It was noted that the noise was able to be reproduced when patient crossed his left arm over his chest. A lead insulation issue was suspected, and ts recommended a chest x-ray to evaluate the lead. Additional information received indicated that lead revision was anticipated. This lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this implantable defibrillation lead was explanted and replaced due to oversensing and high capture thresholds. Lead fracture was noted. No additional adverse patient effects were reported.